Event description:
Blood was detected in the gas outlet port of the oxygenator module. The perfusionist noticed the blood leak approximately 2 hours after surgery was initiated. User facility also indicated that foam was detected in the suction line attached to the device. The device was not changed out and the surgery was completed without further incident. The procedure duration was approximately 2 hours, 10 minutes. There was no harm or injury to the patient.